Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that post-op, the screws broke while it was inside the patient , surgeon replaced the screw and the rod. The patient had pain from the broken screw.

Manufacturer narrative:
Additional information: product analysis:visual examination of the mas bone screws confirmed bone screw complete fracture at approximately the base of the bone screw head. Visual and optical inspection of the bone screw surface did not identify witness marks or other damage near the fracture surface initiation area which could contribute to crack propagation. Optical examination of the fracture surface reveals damage and fracture surface smearing. Microscopic examination of the undamaged portions of the fracture surface identified progressive striations, which are indicative of fatigue. After visual, optical, and microscopic examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue.